Event description:
It was reported that device interrogation revealed dashes for the base rate and it could not be programmed. The pacing rate appeared to be 42 ppm on an external monitor. In october 2006, the measured battery data was 2.53 v, 14 ua, 10 kohms with an estimated remaining longevity of 7 months. Attempts to perform a microprocessor reset and a partial download were not successful. The patient was pacemaker dependent.